Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical service engineer (tse) and reported that image was upside down. Customer had attempted to reorientate the image and the issue persisted. Tse recommended to remove the endoscope and instruments and power cycle the system. After reset, the image issue was resolved. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon was attempting to rotate the camera at the time of the event. The image was inverted and did not move freely with uncontrolled motion, nor did it involve reversed control on system arms. It is unknown if the 30-degree endoscope was installed in the up or down orientation as the endoscope was rotated multiple times prior to the event. The surgeon did confirm the desired orientation of endoscope when installed. An indication of the image orientation was provided to the customer via user interface. The endoscope's adapter/base was still engaged, in-synch, and attached. There was no damage observed on the endoscope's adapter/base. The endoscope was not manually rotated 180 degrees prior to the event. The issue was resolved by resetting the system. The procedure was completed with the same endoscope. There was no patient injury.